Event description:
Reportedly, after turning the wing nut counterclockwise two full turns, the surgeon could not remove the instrument. After pulling firmly several times, the instrument came out without the anvil. The anvil had remained in the anastomosis. The surgeon performed a laparotomy to clear and re-do the anastomosis. The anvil was jammed on the anastomosis and the tissues had stuck to the anvil shaft. Applied an other device to complete the procedure. Procedure: colon/rectum.